Event description:
It was reported by an endomedica representative that the bravo capsule could not be liberated. Attempts to clarify this complaint were unsuccessful. Upon completion of analysis, it was found that the capsule trocar needle had failed to advance and the capsule did not attach to the patient's esophagus. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule trocar needle failed to advance. The device was returned with the capsule separate from the delivery system. The plunger had been fully depressed and retracted.